Event description:
It was reported that during an open gastric carcinoma procedure, the surgeon used the device and found that 1/3 of the staples were malformed after firing. The tissue was bleeding. Then the surgeon used forceps to stop the bleeding and changed to hand sewing to complete the procedure. The surgery delayed around two hours. Now the patient is fine. The sample was discarded as the patient has (B)(6).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.